Event description:
Related manufacturer reference number:2938836-2019-02676. It was reported that noise was observed on right atrial lead. The low, out of range pacing impedance was noted on right ventricular lead. During the procedure, externalized coils on right ventricular lead was confirmed by fluoroscopy. The physician explanted and replaced both leads. The patient got discharged after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces, the connector portion measuring 11.5 cm and the distal portion measuring 43.0. Final analysis found an external insulation abrasion at 24.3 ¿ 24.8 cm from the distal tip breaching the outer insulation and exposing the outer coil, consistent with friction to another device or feature of the patient anatomy. All other damages found were sustained during the surgical procedure.